Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a compromised image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects which had been attributed to insufficient cleaning. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. It is unknown if there was a delay in the start of precleaning. It is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. It is unknown if the nozzle was cleaned with lint free clothes, brushes, or sponges. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the nozzle has foreign objects which had been attributed to insufficient cleaning. Due to damage on suction connector, a noise image occurs, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, suction connector has a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, forceps channel port is shaved, image guide protector has a scratch, protector of universal cord on suction connector side has a scratch, scope connector cover unit has a scratch, forceps elevator lever has a scratch, forceps elevator knob has a scratch, right/ light knob has a scratch, up/down knob has a scratch, switch box has a scratch, scope cover has a scratch, switch 1 has a scratch, universal cord has a wrinkle, universal cord has a scratch, grip has a scratch, control unit has discoloration, control unit has a scratch, suction-cylinder is shaved, adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/ down knob is out of the standard value, plastic distal end cover has a scratch, and the connecting tube has a wrinkle. The DHR was reviewed and confirmed that the device was shipped in accordance with specifications. The device was found to have no non-conforming in manufacturing. The foreign material could not be identified from the obtained information. A definitive root cause cannot be identified since it is unknown if the reprocessing was conducted in accordance with IFU olympus will continue to monitor the field performance of this device.